Event description:
The customer reported that the cable on the back of the system had some frayed wires. The problem was noticed before a case, the system is still in use and functioning as intended. No pt injury was reported.